Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17105. It was reported that the patient presented in clinic. Upon interrogation, it was noted there was increased thresholds in the right ventricular channel. The physician was unable to determine whether the increased thresholds were caused by the cardiac resynchronization therapy defibrillator or the right ventricular lead. The physician elected to perform no interventions and would monitor for now. The patient was stable.